Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the battery compartment was cracked and the pump was rebooting. The reporter stated that and the battery cap was unable to tighten properly but there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found occurrences of pump reboots. Investigation found that the battery compartment was cracked in the threads area. The threads on the battery cap were stripped. The cap was unable to tighten properly onto the pump and maintain electric contact. The investigation verified the power loss in the black box and duplicated the reported issue. Using a test battery cap, the pump powered up with the appropriate audible and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without any incidents. Unrelated to the power issue, it was observed that the verify screen was dim and discolored.